Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of thirteen devices. Visual inspection of the returned products noted that the reloads had a full staple complement. The reloads were loaded into a representative handle, were cycled without hesitation or binding, and were applied to test media. All staples were placed, and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reloads from cycling again. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic roux-en-y, during the stapling of the stomach, there were poor staple formation from two separate reloads. The tissue was torn instead of it being cut with the knife blade of the reloads. Another device was used to complete the case.